Event description:
It was reported that the patient insulin did not exit during trouble shoot indicating occlusion in the tubing on (B)(6) 2026.

Manufacturer narrative:
Patient city: (B)(6). Patient country: germany.name: medtronic minimed.country: united states of america.street: 18000 devonshire street.city: northridge.state: california.zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.